Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device between 4 and 24 hours on the arm. The patient complained of pain and redness at the site. The patient was taken to the doctor's and diagnosed with an abscess. The patient was treated by getting the site drained and given an injection of antibiotics.